Event description:
It was reported that when using the bd pyxis medstation system, the account was block for one user and unable to login. The customer reported that there was a delay of 20 minutes in patient care but user was able to remove medications to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to login and the account was blocked. A technical support specialist advised the user to reach out to pharmacy or it to check her account and unblock / reset as this had to be done on their end. The system functioned as intended after the technical support specialist investigated the device.